Manufacturer narrative:
B3: event date is not known. Continuation of d10: product ID: 105-5056 (b678143); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the physician injected onyx in arteriovenous malformation (avm) and had moderate reflux. Catheter tip became embedded in embolic agent, and tore when he retracted the catheter. Physician would like to know approximately how much of the catheter tore off and was left in the patient. There was catheter separation due to onyx entrapment. The catheter was broken in the distal section. There was no surgical or medicinal intervention required. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of arteriovenous malformation. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 2 mm.